Manufacturer narrative:
One 6fr angio-seal vip device was received for product evaluation. Along with the carrier, tube assembly the arteriotomy locator and hemostatic sheath were returned. The angio-seal device was also returned with a cordis guide wire, which was a concomitant device. The cordis wire was not evaluated since tmc is not the manufacturer of the device and there was no indication that the guidewire inhibited the deployment of the angio-seal per the physician's description of the event. The returned components were subjected to visual analysis where it was noted that there was a kink in the arteriotomy locator at the inlet hole or approximately 2.5515" from the distal tip of the arteriotomy locator. The anchor from the carrier tube assembly was exposed with the bypass tube located near the deployment sleeve rather than over the anchor. There was no noted blood like substance on the returned device. The device cap was in the rear lock position. Functional testing was then under taken to establish if the angio-seal device could deploy. Since the anchor was already exposed, the carrier tube assembly could not be placed into the hemostatic sheath. Digital force was applied to the anchor and the collagen and tamping tube became exposed. There was a slight discoloration on the collagen and suture of limited blood like substance present. No other anomalies were noted. Since it was determined that with appropriate amount of force the collagen and tamper tube could be exposed, no further functional testing was performed. Based on the returned component the complaint was not able to be confirmed for any issues with deployment difficulties. The main issue discovered from the analysis of the device was the dislocated bypass tube, which would not have allowed the hemostatic sheath to be mated with the carrier tube assembly. Additionally, the kink in the arteriotomy locator may have contributed to the resistance felt while inserting the arteriotomy locator into the artery. The claim that the footplate pulled through the arteriotomy was not able to be confirmed as there was limited evidence to support the anchor actually being within the vasculature. The limited blood like substance and the carrier tube assembly not being mated with the hemostatic sheath indicates support this. Likely, the physician attempted to deploy the angioseal outside of the arteriotomy, which caused the issues the user reported. However, if the carrier tube assembly was inserted without the hemostatic sheath the physician was using the angio-seal against the instructions for use. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the involved angio-seal did not deploy. The following information was provided by the user facility: the cardiologist says the footplate pulled through the arteriotomy; while inserting the angio-seal sheath there was initial resistance, a release of force was required to enter the artery; there was a post insertion of the sheath angio done; the cardiologist claimed the location for the angio-seal was ideal; no scarring, calcium or atherosclerosis was noted; blood loss was reported to be less than 250ml; and no patient injury was reported, patient condition was satisfactory. Additional information was received on 06/22/2017. Manual pressure was applied. Procedure outcome was satisfactory. No components were left behind.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.